Manufacturer narrative:
Follow-up received on 09-may-2016: despite of follow-up attempts, no response was received to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later an ultrasound found essure on left in uterus. She was scheduled for essure removal (doctor gave her option of removing essure hysteroscopically, but she opted for hysterectomy and salpingectomy). This event was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, ultrasound showed left essure in uterus. Given the nature of this event, causality with essure cannot be excluded. The exact reason why the patient opted for hysterectomy instead of hysteroscopical removal was not reported. Non-serious event was also reported. This case was regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow up attempts, no further information was obtained.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6)-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6)-2013 for permanent contraception. Patient had hysterosalpingogram done and it confirmed able to rely. In (B)(6)-2015 the patient complained of pelvic pain. Pelvic ultrasound was done on (B)(6)-2015 and found essure on left in uterus and right still in place. The doctor gave patient option of removing essure hysteroscopically but due to other issues she opted for robotic hysterectomy and salpingectomy to be done. Hysterectomy and salpingectomy were scheduled for (B)(6)-2016. Follow-up received on 24-mar-2016: ptc result. (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and approximately 3 years later an ultrasound found essure on left in uterus. She was scheduled for essure removal (doctor gave her option of removing essure hysteroscopically, but she opted for hysterectomy and salpingectomy). This event was considered serious due to medical significance and is listed in the reference safety information for essure. During essure therapy there is a risk that the device could move out of fallopian tubes. In the present case, ultrasound showed left essure in uterus. Given the nature of this event, causality with essure cannot be excluded. The exact reason why the patient opted for hysterectomy instead of hysteroscopical removal was not reported. Non-serious event was also reported. This case was regarded as incident since a device removal will be required. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.